Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. D4: UDI #: (B)(4). The customer returned a dermatome an device, serial number (B)(6), for evaluation. Product review of the dermatome an by flextronics on november 25, 2019 revealed that the swivel was loose. The calibration was out of specifications at the zero setting. The control bar not in the correct position and the motor speed was within specifications. The hose was not evaluated by flextronics. Repair of the dermatome an was performed by flextronics on (B)(6) 2019 which included replacement of the vespel bearings, swivel, and screws. Dermatome an, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the dermatome an was leaking due to a loose swivel, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, swivel, and screws were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the surgical team indicates there was a leak of pressure and the biomedical indicates that there is an air leak at the connector. There was no harm or delay in the procedure as a result of this malfunction. The surgery was completed with the same product.